Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) encountered line blocked alerts potentially caused by a bent cannula. There was no patient injury. It was noted that the issue was resolved by replacing the cassette (not an ICU medical product) and the infusion site.